Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. Correction: report source. It was reported by the customer through the emergency support line that the intra aortic balloon pump experienced frequent unable to update timing alarms during use and when in semi auto mode with an ECG trigger it would go to standby, and state verify proper timing. It was reported by the customer that the patient had both a iabp and an impella. The customer as reported that the arterial waveform in standby was almost flat with a pressure of 74/68 due to the impella. Esp personnel had the customer place the pump back into auto mode. Esp personnel and the customer discussed in detail the reasoning behind the unable to update timing alarm, and why the alarm was occurring with the impella. During the call, troubleshooting steps were performed by the customer per the guidance provided by esp personnel per the IFU. Tt was reported there was no determined malfunction of the catheter or the pump. It was also reported that the complaint is being placed due to alleged deficiency and that the use of impella with the iabp is what caused the alarm not any deficiency of the product. No patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6), the serial number, catalog number and product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.

Event description:
It was reported by the customer that there was a frequent unable to update timing alarm from the intra aortic balloon pump (iabp), then the customer placed the pump in semi-auto mode and then it went into standby, and state verify proper timing. There was no patient harm or injury.